Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath via the femoral artery. He found it difficult to advance the iab through the sheath and as a result, another iab was prepped and inserted with success. The same sheath was used to insert the second iab. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.